Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.142¿ x 0.283¿ was not returned with the instrument. Common causes of the failure mode of broken instrument main tube are typically attributed to the user mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint regarding broken shaft was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: the instrument had a broken part from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the prograsp forceps instrument stopped working during specimen retrieval. The customer inspected the instrument and found the connecting part of the shaft (black and silver parts) was broken. The customer removed the entire cannula with the instrument. The shaft of the instrument was later cut and removed from the cannula. The customer used a backup instrument of the same kind to continue. The customer noted no broken fragments were found in the patient's body cavity. The small broken fragments from cutting the shaft were discarded. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with a nurse and obtained the following additional information: the instrument was inspected prior to use and no abnormality was found. The wrist of the instrument couldn¿t be straightened due to physical damage. The port incision was not increased in order to remove the instrument and cannula together. The customer performed visual inspection on the instrument and confirmed no broken pieces fell. The damaged part was at the border between the black part of the shaft and the silver part near the wrist. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. It was unknown if the instrument collide with any other instrument or tool during the procedure. No photographic images of the device(s) or a video recording of the procedure available for isi review.